Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there was a stain on the image. The ultrasound image had two broken elements affecting the echo signal. Other observations for the device: leaking at biopsy channel and forceps passage; deep dent and scratch at control body; and several non-olympus parts such as distal end rubber coating (a-rubber), a-rubber adhesive, insertion tube, and light guide tube were noted. The customer considered the device to be beyond economical repair and wanted the device to be returned without repair. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded an unknown error code. This likely indicates that there was no image available for the device. There is no patient involvement.